Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual device analysis: device photograph(s) for the device related to the reported event of rupture reviewed on 30-junio-2020. Visual analysis of the photographs identified a device looks like an extended opening; however it is not confirmed that it is broken and separated further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported rupture. The device was explanted. This record is for the left side.